Manufacturer narrative:
The reported product is an unknown baxter peri-strips psd-v with gel. The device was not returned, and the lot number is unknown; therefore, a device. Analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported from an anonymous survey result that the percentage of patients that had leaks or bleeds following surgery using peri-strips with gel for the reinforcement of staple lines during bariatric surgical procedures was 1-3%. At the time of this report, no further detail was provided regarding if hospitalization was required, treatment for the event or the patient¿s outcome. No additional information is available.